Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 119 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. Unable to verify low battery alarms due to keypad anomaly. Unit received with minor scratches on reservoir tube window. Unit received with broken battery cap, battery tube threads, belt clip slot and reservoir tube lip. Unit received with corroded battery tube. Unit received with cracked reservoir tube window, case at reservoir tube window corners, case at display window corners. Unit received with minor scratches on lcd window.